Event description:
Attorney advised a patient with previous work related injury (1999), a fusion procedure at l4-l5, l5-s1 with click'x on (B)(6) 2003, and a previous revision on (B)(6) 2008 with new hardware, presented to the surgeon in (B)(6) 2008 complaining of pain, 'squeaking' and numbness in the right leg. X-ray taken revealed that a right locking cap had come off. Patient was returned to the operating room on (B)(6) 2008 and surgeon exchanged and placed a new locking cap. Op reports state that there was no problem with the screw or the rod within the screw.

Manufacturer narrative:
Lot#: this information has not been provided. Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.